Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-01340. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced chest pain. The patient presented due to stable angina. The patient did not receive a peri-procedural loading dose of the study medication. The target lesion was located in the proximal right coronary artery (rca). The physician treated the target lesion by deploying a 3.0x20mm taxus liberte stent and a 3.5x16mm taxus liberte stent in the rca, resulting in 0% residual stenosis and timi iii flow. The patient was discharged the following day on 325mg of aspirin and 10mg of prasugrel. (B)(6) 2011, the patient presented with chest pain. The patient was diagnosed with worsening coronary artery disease and cardiac enzymes were within normal limits. Coronary angiography revealed proximal edge restenosis of the stent previously placed in the proximal rca, which was treated with angioplasty and deployment of an unknown manufacturer's stent. The patient was on open label prasugrel at the time of this event. This event was considered resolved and the patient was discharged two days later.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).